Event description:
It was reported that balloon rupture occured. A 5.00mm x 12mm nc emerge balloon catheter was for use. However, during inflation, the balloon ruptured. No known patient complications were reported.